Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned; dimensional evaluations could not be performed. However, the provided image displayed damage to the batteries. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The battery damage is confirmed by provided photo; however, the battery heating up cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that at the time of the evacuation of the waste at the end of a total hip prosthesis procedure, the box of the md concerned containing the aa batteries was hot, the 4 lower batteries out of 8 were very hot, distorted and melted. The product functioned normally without any problems during the procedure. Nobody noticed that the box was heating up during the procedure. The team wanted to remove the box from the infusion stand to take it out of the operating room and at this moment, they noticed that it was very hot. Then, they opened the box and found that the 4 lower batteries of 8 had melted. Then they removed the batteries to have no contact anymore with the box and stop the overheating. There was no patient involvement. There are no adverse events associated with this malfunction. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: france.